Event description:
It was reported that when trying to interrogate an implanted device, the programmer displayed an error message indicating that the software was "incompatible." Other programmers were tried with the same result. The caller will use the programmer last used successfully to see if that works. Additional information obtained through follow up indicated that the device was successfully interrogated. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.